Manufacturer narrative:
Evaluation of the returned red68 confirmed a fracture on the distal shaft. If the red68 is retracted against resistance, damage such as a fracture may occur. The reported patient¿s tortuous anatomy likely contributed to resistance during retraction. Further evaluation revealed a kink proximal to the fractured location. This damage was incidental to the complaint and may have occurred during packaging of the device for return. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the left middle cerebral artery (lmca) using a benchmark bmx96 access system (bmx96), a penumbra system red 68 reperfusion catheter (red68), a penumbra system red 43 reperfusion catheter (red43), a bernstein select catheter, a guidewire, and a sheath. During the procedure, the physician placed the bmx96 into the left carotid artery over the catheter and guidewire. The red68 and red43 were then advanced into the lmca over the guidewire. It was noted that the patient's anatomy was tortuous. The physician encountered resistance on the catheter as they advanced it into the lmca. Next, the physician completed two successful passes using the red68. Upon withdrawal of the red68, the physician felt a snap and noticed under fluoroscopy that the catheter tip stopped moving as it was being pulled out. The physician then removed the bmx96 and the red68 and noticed that the red68 was fractured but kept intact by wires. The case was completed with a new red68, the same bmx96 and red43. There was no report of an adverse effect to the patient.